Event description:
It was reported that the 9800 system made a loud popping noise, and the left monitor went blank during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The video controller board was replaced during the service call. The sys was tested and found to be working as intended, and put back into service.